Event description:
The consumer states they were using the crutches to go down 5 steps when they allegedly started to lose their balance. He attempted to use the right crutch to steady himself and the crutch broke, they fell and allegedly broke the radial bone near their elbow.

Manufacturer narrative:
User was traversing set of stairs and reportedly lost their balance. In attempt to regain their balance with the crutch, the crutch has allegedly broken and the user sustained a broken bone near their elbow. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. No model and or serial number has been provided. MDR filed based on alleged injury.